Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was initially inspected and a reddish material was observed inside the pebax. The pebax appears cracked with no exposed parts. Then, during the second visual inspection a little hole was observed on the pebax. An electrical test was performed, and the catheter failed; no electrical readings were observed on electrode # 1 and # 2. A failure analysis was performed, and the catheter was dissected on the tip area, the electrical wire was found broken causing the improper electrical signal. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the electrical wire breakage cannot be determined. The root cause of the damage on pebax cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab identified external damage (a little hole) on the pebax of thermocool® smart touch® sf uni-directional navigation catheter during returned product analysis. The customer reported that during the procedure the thermocool® smart touch® sf uni-directional navigation catheter¿s impedance was far too high and they could not start ablation. After checking the indifferent electrode, replacing the catheter cable, and then the replacing the thermocool® smart touch® sf uni-directional navigation catheter, the problem resolved. The new catheter worked flawlessly. The procedure was completed successfully. No patient consequence was reported. The customer¿s reported issue of ¿high impedance¿ is not MDR reportable the potential that it could cause or contribute to a death or serious injury, or significant adverse event is remote. On 2/28/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found ¿reddish material in the pebax sleeve, however, no internal parts exposed.¿ this initial finding was assessed as not MDR reportable since the potential that it could cause or contribute to a death, serious injury or other significant adverse event is remote. On 3/19/2019, during a second visual analysis, ¿reddish material was observed inside the pebax along with external damage described as a ¿little hole¿ on the pebax.¿ this finding of a ¿hole¿ was reviewed and assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction on 3/19/2019, and reassessed this complaint as MDR reportable.